Event description:
Add'l info received from reporter on 06/07/2018 for mw5077573: this is an addendum to form FDA 3500b, which originally I submitted on may 30, 2018. I have been and am currently enrolled in a (B)(6), subject ID: (B)(6). Please see my original submission re: the attune tibial baseplate loosening. This was first documented, with x-ray confirmation, on (B)(6) 2016 on a scheduled study visit #3. I had experienced intermittent buckling of the study knee for approx 6-8 months prior to this scheduled visit.

Event description:
Right total knee replacement on (B)(6) 2014 with defectively designed depuy attune tibial baseplate, which has loosened and shifted 2 mm. Gentamicin ghv used to cement the baseplate to my resurfaced tibia. On (B)(6) 2016: right ap, lateral, and sunrise x-rays show evidence of mechanical loosening. Not informed by md. On (B)(6) 2016: right ap, lateral, and sunrise x-rays show loosening tibial tray. On (B)(6) 2018: cbc w/auto diff with platelets; sed rate; and crp drawn. All wnl. On (B)(6) 2018: 3 phase bone scan; 3 phase bone scan injection w/flow: right knee arthroplasty with mildly increased activity in the blood pool and delayed mages in the tibial plateau suggesting loosening.